Event description:
On (B)(6) 2018 surgeon removed the previous chait and replaced it with a new 24 cm chait. After removal a small hole was noted just prior to the turns of the chait. Per surgeon this is the third occurrence of the chait having a tear in the same place requiring replacement.